Event description:
It was reported after implant, the patient experienced weakness and a loss of sensation in the right leg. The patient began to slowly improve 3 hours later. The patient was admitted for observation. The scs system was not turned on at any given time. Follow-up revealed the patient was seen two weeks later where reprogramming took place. The physician reported the patient is regaining strength and sensation in the right leg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.